Event description:
A healthcare professional reported a patient with flap cut was not through. Surgeon checked the flap by lifting with spatula. The flap cut was through no deeper than the epithelium. Preoperative tests were conducted and the performance of system was checked. The surgeon was decided to make another cut a greater depth of one forty microns in the same place. The cut was good and procedure completed on both eyes. Surgeon noted that the second vacuum did not push the cornea through and the patient lay quite calmly. As a result of the surgery the eye was calm and cornea was transparent under slit lamp and no damage to the bowman's membrane was noticed, but the vision was low at 0.03 and the next day vision rose to 0.40. The patient was prescribed with appropriate medication.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Logfile review for the treatment day shows no relevant errors or any relevant warnings. Logfile shows twenty six successfully performed treatments. Both reported treatments could be identified in the logfile. The treatments were finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatments. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The second treatment on the same eye was performed with one hundred and forty microns. No technical root cause could be identified. Without sample no deeper root cause analysis is possible. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).